Event description:
It was reported that high pacing impedance and high capture threshold resulting in loss of capture was observed on the right ventricular (rv) leadless pacemaker. The device was reprogrammed. At a later date the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received indicated the device was never explanted and replaced. The only intervention performed to resolve the event was reprogramming. The patient was in stable condition.